Manufacturer narrative:
The meter involved in incident was returned, but the test strips were not returned and lot number is not known. The returned meter was evaluated with reference test strips and performed to specification. No failure detected.

Event description:
Caller indicated the relion micro meter was giving variable readings. Readings of 24, 197, and 247 all with in 10 minutes with proper technique. Controls not used. Replaced product.